Event description:
This event was captured based on literature review.it was reported that a retrospective study of consecutive de novo bifurcation lesions treated with everolimus-eluting stents (ees) between october 2006 and october 2011 and biolimus-eluting stents (bes) between february 2008 and march 2012. Of the 223 patients, 154 patients were treated with xience prime or xience v stents. Clinical outcomes at 2-year follow up were as follows:6.5 % target lesion revascularization (tlr);7.8 % target vessel revascularization (tvr);5.2 % myocardial infarction;1.9 % cardiovascular death;3.9 % all-cause death.no additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Date of event estimated. Date of implant estimated. There were no reported product deficiencies. The reported patient effect of death is listed in the xience prime everolimus eluting coronary stent system instructions for use as a known patient effect of coronary stenting procedures. Although a conclusive cause for the reported patient effect and the relationship to the device if any cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling. The rx xience v referenced is being filed under a separate medwatch report. The additional adverse patient effects referenced are being filed under a separate medwatch report#.